Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline prostheses and experienced capsular contracture post procedure. Right sided baker¿s grade IV and left sided baker¿s grade iii capsular contracture were noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-09375 for contralateral prosthesis report.